Event description:
Additional information received that this patient with cardiac resynchronization therapy pacemaker (crt-p) had blood clot and sepsis causing the patient to have an intense pain on the arm and neck. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse effects reported. The product was explanted.